Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence.  The customer then experienced an elevated blood glucose level was displayed as "high"; however, specific value was not provided. The customer administered a manual insulin injection to address the bg and continued to use the pump for insulin therapy. Tandem technical support educated the customer regarding removing the cartridge outside of the load sequence.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.